Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 9" (23 cm) appx 0.69 ml, pressure infusion (400psig) ext set w/remv microclave® clear, clave® clear, clamp, rotating luer. The customer reported a disconnection issue of the male luer. There was no report of any human harm associated with this reported event.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in d9.